Manufacturer narrative:
Device evaluated by MFR.: gladiator device 5x40x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal markerband and extending approximately 45mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified damage to the tip. This type of damage most probably occurred due to excessive force being applied to the device when attempting to advance/cross the lesion. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached to the working pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial vein. A 5.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst when the pressure reached to the working pressure. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.